Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination revealed the stent to no longer be on the delivery system balloon. The stent was not returned for analysis. Dimensional examination revealed the inner diameter of the catheter tip, the outer diameter of the catheter body, and the stent profile to all be within dimensional specifications. The exact cause for the stent dislodging from the balloon during clinical use could not be determined. Cordis has initiated an extensive investigation of this anomaly in order to determine the exact cause. In the interim, additional inspections during manufacturing have been instituted to prevent a recurrence of this anomaly.